Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. Pump received with moisture damage at motor and electronic assembly. Failure analysis was unable to verify unexpected restart alarm and unable to perform unexpected restart alarm error test due to no button response. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the pool while connected to the insulin pump. Customer's blood glucose was unknown. The customer reported fluid was present under the lcd display. The customer also reported a button error alarm occurred on the insulin pump. It was also found the customer had an unexpected restart alarm, but was unable to clear the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.